Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 17 june 2021. A supplemental 3500a report will be submitted once the product investigation has been completed. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00211 and 3008114965-2021-00212. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the physician initially used the fred¿ flow diverter stent (microvention) was used for the patient with va. However, the blood vessel was damaged during the procedure so the physician decided to use the 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (enc403900 / 11161339). The 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30105233) was advanced to the placement position and water / flush was passed into the sheath and delivered into the microcatheter as per the instruction for use (IFU). It was reported that the enterprise stent was not able to advance further from approximately 1cm before the first marker on the microcatheter. The physician tried to retract the enterprise stent but it was difficult. He repeated the retraction attempt several times. The enterprise stent was inserted into the microcatheter again but the same issue occurred. It was reported that there was no kink on the microcatheter. The microcatheter and the enterprise stent were removed from the patient. An asahi fubuki guide catheter (asahi intecc) was used as a distal access catheter. The physician then chose to use a prowler select plus 45-degree tip with another 4.0mm x 39mm enterprise stent and it was successfully delivered and implanted without any problems. There was no report of any patient adverse event or complication associated with the use of the enterprise stent nor the prowler select plus microcatheter.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, ethnicity, and medical history were not provided. Initial reporter address line (B)(6). The initial reporter phone: (B)(6). The initial reporter email address is not available / reported. The device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Preliminary photos of the complaint device was included in the complaint file. The photo was reviewed by the product analysis lab. [Photo analysis]: based on the photo provided, it can be observed that the body of the prowler select plus microcatheter had some compressed and kinked areas. The tip of the device was noted compressed. No other damage can be observed. Further investigation will be performed when the device is returned for analysis. A review of manufacturing documentation associated with this lot (30105233) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00211 and 3008114965-2021-00212. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. [Conclusion]: the healthcare professional reported that the physician initially used the fred¿ flow diverter stent (microvention) was used for the patient with va. However, the blood vessel was damaged during the procedure so the physician decided to use the 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device (enc403900 / 11161339). The 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30105233) was advanced to the placement position and water / flush was passed into the sheath and delivered into the microcatheter as per the instruction for use (IFU). It was reported that the enterprise stent was not able to advance further from approximately 1cm before the first marker on the microcatheter. The physician tried to retract the enterprise stent but it was difficult. He repeated the retraction attempt several times. The enterprise stent was inserted into the microcatheter again but the same issue occurred. It was reported that there was no kink on the microcatheter. The microcatheter and the enterprise stent were removed from the patient. An asahi fubuki guide catheter (asahi intecc) was used as a distal access catheter. The physician then chose to use a prowler select plus 45-degree tip with another 4.0mm x 39mm enterprise stent and it was successfully delivered and implanted without any problems. There was no report of any patient adverse event or complication associated with the use of the enterprise stent nor the prowler select plus microcatheter. Preliminary photos of the complaint device was included in the complaint file. The photo was reviewed by the product analysis lab. [Photo analysis]: based on the photo provided, it can be observed that the body of the prowler select plus microcatheter had some compressed and kinked areas. The tip of the device was noted compressed. No other damage can be observed. The complaint device was returned for evaluation and analysis; the investigational finding is documented below. Investigation summary: the non-sterile 150cm x 5cm, 2 markers prowler select plus microcatheter was received contained in a pouch. Visual inspection was performed. It was observed that the returned complaint device is compressed along the body and the tip. No other damages nor anomalies were observed. This observation is consistent with the photo analysis. The photo included in the showed some compressed and kinked areas on the microcatheter. Functional evaluation: the returned 150cm x 5cm, 2 markers prowler select plus microcatheter was flushed using a lab sample syringe. After flushing, a lab sample guidewire was inserted in the microcatheter and it was advanced until the distal tip near the compressed section where slight resistance / friction was felt. Dimensional measurements were performed. The inner diameter (ID) and outer diameter (od) of the microcatheter were measured and confirmed to be within specification. Hub ID = 0.0215 inch; specification: 0.021¿ minimum. Distal ID = 0.0215 inch; specification: 0.021¿ minimum. Actual microcatheter od (45cm from distal end) = 0.0350 inch; specification: max. 0.0375 inch. Actual microcatheter od (5cm from distal end) = 0.0308 inch; specification: max. 0.032 inch. A review of manufacturing documentation associated with this lot (30105233) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no nonconformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. The complaint documented that during the procedure, the 150cm x 5cm, 2 markers prowler select plus microcatheter was used with the 4.0mm x 39mm no distal tip enterprise® 2 vascular reconstruction device. The 150cm x 5cm, 2 markers prowler select plus microcatheter (606s255x / 30105233) was advanced to the placement position and water / flush was passed into the sheath and delivered into the microcatheter as per the instruction for use (IFU). It was reported that the enterprise stent was not able to advance further from approximately 1cm before the first marker on the microcatheter. The physician tried to retract the enterprise stent but it was difficult. He repeated the retraction attempt several times. The enterprise stent was inserted into the microcatheter again but the same issue occurred. It was reported that there was no kink on the microcatheter. The microcatheter and the enterprise stent were removed from the patient. Visual inspection performed on the returned microcatheter noted compressed area along the body and the tip; this is likely related to the reported issue that the microcatheter obstructed the stent and prevented from being advanced during the procedure. The reported issue was confirmed. Although during the functional test, the lab sample guidewire was able to be advance through until near the distal tip where there was a slight resistance / friction encountered. Procedural and other factors may have contributed to the compressed condition observed; the exact cause of the compressed condition cannot be conclusively determined. Although no conclusion could be reached on the cause of the reported event, the instruction for use (IFU) contains the following recommendations and warnings: if strong resistance is met during manipulation, discontinue the procedure, and determine the cause of resistance before proceeding. If the cause of resistance cannot be determined, withdraw the catheter and guidewire as a system. Remove catheter and inspect to verify that is undamaged. Do not use a catheter that has been damaged in any way. Damaged catheters may rupture causing vessel damage or tip detachment during the procedure. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of two products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2021-00211 and 3008114965-2021-00212. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.